Event description:
On 08/10/2016, the reporter contacted lifescan (B)(4), alleging strip cut issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis. Test strips were miscut during slitting and vialing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.